Event description:
Severe anxiety; panic attacks; severe weight gain +30 lbs in 6 months - cannot take it off and I had gastric banding; heavy, long periods 6+ weeks then skip 4-5 months; uti's; hari loss; itchy eyes and eyelash loss; large brown patch on leg; little red dots (ruby points) all over; early menopause; pelvic pain. All occuring 3 yrs after inserted in 2012.